Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression, and emotional distress.